Event description:
It was reported that the patient presented to the hospital for follow-up on (B)(6) 2022. Upon examination of lead, it was noted that the right ventricular (rv) lead had dislodged and pulled back into the atrium due to twiddler's syndrome which was confirmed by chest x-ray. There was no capture threshold due to dislodgement and the rv lead was sensing signals in the atrium. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition throughout.